Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "did not work" was confirmed as failure code 94. The assignable cause was identified as a damaged power cord. The power cord was replaced to resolve the issue. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should relevant additional information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump did not work. During servicing, the reported condition was confirmed as a 94 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was found to have a damaged power cord which cause the battery to be defective. The power cord and main battery were replaced to correct the reported condition.